Event description:
Event description boston scientific, crm received information that this implantable cardioverter defibrillator (ICD) device was explanted. The explant reason was attributed to normal battery depletion, and there are no product performance allegations against this device. This event was created due to laboratory analysis.